Manufacturer narrative:
(B)(4). Evaluation findings of burn marks on the fiber face. A flexiva 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass fiber tip measured approximately 3.5mm and appeared unused. There were no signs of damage or other imperfections noted along the laser fiber body. Examination under magnification revealed that there was a black square in the middle of the fiber face within the sub miniature-a (sma) connector which is a burn mark resulting in a round and dim aiming beam with an effective transmission of 40.0%. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 laser fiber was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the laser fiber would not function. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no patient harm." Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber face had a burn mark.